Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure an x-ray was performed. It was noted that the right atrial lead had pulled back with minimal sensing and elevated thresholds. The lead was capped on (B)(6) 2019 and a left heart lead was implanted. The patient was discharged.